Event description:
After using the televised health equipment, the ablounger, experienced severe neck and shoulder pain requiring medical attention and the prescription of pain and muscle medications.